Event description:
As reported through the (B)(4), a clinical trial, 30 months post tavr, the patient presented with worsening symptoms of shortness of breath. An echocardiogram indicated severe posterior paravalvular leak (pvl). Medidata record review indicated a 26mm sapien xt valve was deployed with a final 40:60 aortic/ventricular (a/v) position, resulting in no pvl or central aortic insufficiency (cai). Moderate pvl and no cai were noted on transthoracic echocardiogram (tte) at tavr discharge. The pvl and cai remained unchanged at the 30-day and 1 year follow-up visits. 30 months post valve implant, an echocardiogram performed at an outside facility indicated severe posterior pvl. No further information is available at this time. The patient¿s annulus measured 23mm by tee and 26mm x 22mm by CT (valve area of 447mm2). Annular calcification was noted to be moderate, with a large chunk of calcium noted in the rcc, moderate calcification was noted in the lvot.

Event description:
Additional information received noted that a transfemoral valve in valve procedure was performed 33 months post tavr. It was noted that the position of the initial 26mm sapien xt valve appeared to be below the annulus, resulting in pvl leakage around the struts of the valve. It was determined that a 29mm sapien xt valve should be deployed in order to get more compression against the annulus as well as obtain greater height with the valve. A 29mm xt valve was positioned and deployed approximately 4mm above the lowest point of the previously placed valve. Tee indicated an excellent result. Pvl was reduced from severe to trace, with an absence of any reversal flow. Following the procedure, the patient was transferred to surgical ICU in stable condition. Post operative day (pod) 1, all lines were removed and the patient had a stable tte. He was discharged to home pod1.

Event description:
As reported through the partners ii a clinical trial, 30 months post tavr, the patient presented with worsening symptoms of shortness of breath. An echocardiogram indicated severe posterior paravalvular leak (pvl). Medical record review revealed following balloon aortic valvuloplasty (bav); a 26mm sapien xt valve was positioned in the aortic valve. Positioning was verified by transesophageal echocardiogram (tee), and the valve was deployed in ¿excellent¿ position. Mild paravalvular leak (pvl) and no valvular regurgitation was noted and the procedure was completed. The patient was discharged to home on pod5. Transthoracic echocardiogram (tte) performed at the 30-day follow-up, indicated a mean gradient of 12 mmhg and mild posterior pvl that extended around 20% of the circumference of the valve. The 6-month follow-up tte indicated a mean gradient of 11 mmhg and mild-moderate posterior pvl. The 1-year, tte indicated a mean gradient of 14 mmhg and mild pvl. The pvl jet was noted to be posterior and crescentic in shape. The tte performed 16 months and 20 months post tavr, indicated severe posterior pvl with an unchanged mean gradient. 30 months post tavr, the patient reported he was feeling progressively more short of breath and more easily fatigued. Tte indicated a mean gradient of 17.6 mmhg and severe pvl. Tee, performed 18 days later, severe pvl primarily directed at the anterior mitral leaflet. Poor coaptation of the valve with the aorta was also noted. No vegetation or abscess was present. At the time of this report, no intervention had been performed; however, actions were being discussed. The patient¿s annulus measured 23mm by tee and 26mm x 22mm by CT (valve area of 447mm2). Annular calcification was noted to be moderate, with a large chunk of calcium in the rcc, and moderate calcification in the lvot.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Additional information: per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 30 months post tavr cannot be confirmed. It is possible bulky calcification, in addition to the patient¿s advanced age and co-morbidities (aortic stenosis, chf nyha class iii, htn) may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information: per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl 30 months post tavr cannot be determined. It is likely that the patient¿s multiple comorbidities, in addition to the malposition confirmed during intervention, likely contributed to the pvl. The cause of the migration of the initial valve cannot be confirmed. It is possible that bulky calcification may have contributed to the migration of the valve. A 29mm sapien xt valve was deployed within the existing 26mm xt valve with excellent results, correcting the severe pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time